Manufacturer narrative:
Type 2 diabetic since 1995 reported that he had been hospitalized on (B)(6) 2017 due to elevated bg. He reported that over the weekend his bg gradually began to increase. On monday, (B)(6) 2017 his bg meter read hi. Patient was hospitalized with bg hi and positive ketones. Pt. Is being treated with insulin injections. He is also being treated for ascites, and peripheral edema. This is the patient's 8th hospitalization this year related to diabetes or diabetes complications. This is his first hospitalization while wearing a vgo device.. Device was not returned for investigation.

Event description:
Type 2 diabetic since 1995 who recently began vgo therapy spoke with valeritas customer care on (B)(6) 2017 and reported that he had been hospitalized on (B)(6) 2017 due to elevated bg. The patient began using vgo 40 on (B)(6) 2017. He reported that over the weekend his bg gradually began to increase. On (B)(6) 2017 his bg meter read hi. Patient consulted with his hcp who sent him to the hospital. Patient was hospitalized with bg hi and positive ketones. Patient was unsure if he had been diagnosed with dka. Pt. Is being treated with insulin injections. He is also being treated for ascites, and peripheral edema. Patient hoped to be discharged in the afternoon or next day as his bg continues to improve. Am fasting bg was 462mg/dl. Patient was administered 10u rapid acting insulin. Patient took it upon himself to administer 50 more units of humalog prior to breakfast. Patient indicated that he might not have notified the hospital staff that he had administered the extra does of insulin. Patient bg at lunch was 182mg/dl. Patient reports that he is insulin resistant. He reports that prior to vgo use he was prescribed tresiba 90u daily, humalog on a 1:1 insulin to carb ration. He reports frequently taking up to 60u humalog per meal. Patient is currently on vgo 40 and using all 18 clicks over 24 hours. This is the patient's 8th hospitalization this year related to diabetes or diabetes complications. This is his first hospitalization while wearing a vgo device. Regarding the vgo device, he does not believe any of the vgo devices have leaked or become dislodged. He is confident that he applied the vgo devices correctly and that insulin is being administered. He has no concerns that the vgo devices failed to deliver insulin. There is no suggestion of device malfunction. It is likely that the elevated bg, ketones, and resulting hospitalization are due to the patient requiring more insulin then the vgo 40 can provide. The patient has an appointment next week with the valeritas representative who trained him on the vgo device. He does not have a follow up appointment with his hcp regarding his diabetes or the vgo device. Valeritas encouraged the patient to contact his prescribing hcp as soon as possible to discuss ongoing vgo use and insulin therapy. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.